Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin on demand. Upon review of the transmission, it was observed the patient had received multiple appropriate shocks from the implantable cardioverter defibrillator with some episodes of failed shocks due to undersensing. The patient presented to the emergency room with serious arrhythmia episodes that were unable to be converted and was resuscitated in clinic. After denying advanced critical care, the patient was electively taken off the device support and passed away on (B)(6) 2020.